Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter versus minimally invasive surgical aortic valve replacement: a propensity matched analysis in low-risk patients.

Event description:
The article, "transcatheter versus minimally invasive surgical aortic valve replacement: a propensity matched analysis in low-risk patients", was reviewed. The article presented a prospective, single center study on directly comparing clinical outcomes of minimally invasive surgical aortic valve replacement (miavr) and transcatheter aortic valve replacement (tavr) in low-risk patients. Devices included in the study were perimount magna ease, resilia, avalus, mosaic ultra, abbott/st. Jude mechanical valves, sapien 3 ultra, sapien 3, sapien 3 ultra resilia, evolut pro plus, and evolut fx. The article concluded to the authors' knowledge, this is the first propensity-matched comparison of clinical outcomes in low-risk patients undergoing miavr versus tavr, revealing that miavr could provide lower rates of ppm, pvl and ar, without any increase in short-term mortality or stroke. Future prospective or randomized controlled trials are needed to validate these results. [The primary and corresponding author was mark lutz, suny upstate medical university, college of medicine, 750 e adams st, syracuse, ny 13210, with corresponding email: lutzm@upstate.edu]. The time frame of the study was from 2017 to 2024. A total of 1155 patients were involved, of which 15 (1.3%) received an abbott device. In the miavr group, the average age was 66.00 years and the majority gender was male. In the tavr group, the average age was 76.33 years and the majority gender was male. Comorbidities included diabetes, chronic lung disease, peripheral vascular disease, aortic regurgitation, aortic stenosis.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter versus minimally invasive surgical aortic valve replacement: a propensity matched analysis in low-risk patients were reported in a research article in a subject population with multiple co-morbidities including diabetes, chronic lung disease, peripheral vascular disease, aortic regurgitation, aortic stenosis. Some of the complications reported were stroke, aortic valve insufficiency/regurgitation, heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter versus minimally invasive surgical aortic valve replacement: a propensity matched analysis in low-risk patients.